Event description:
It was reported that the device has a display screen issue. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they could not replicate a problem with the display, but replaced the front case due to unresponsive keys on the keypad. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/02/2019 to the present date 01/11/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Unresponsive keys / 1120033 the customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 08/02/2019 to the present date 01/11/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device has a display screen issue. No additional information was provided. There was no patient involvement.